Event description:
Discordant, falsely low automated high density lipoprotein (ahdl) results were obtained on multiple patient samples on a dimension xpand plus with hm instrument. The discordant results were reported to the physician(s), who questioned them. Samples 238543, 238558, 238539 and 238551 were repeated on the same instrument, resulting higher than the initial results. Samples 238563, 238577, 238464 and 238590 were planned to be repeated before the next doctor's visit. Only corrected results for samples 238543, 238558, 238539 and 238551 were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ahdl results.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that they informed physician(s) about the discordant results and that the patient samples need to be repeated. No further action is required. The cause of the discordant, falsely low ahdl results on multiple patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.